Event description:
It was reported that an unknown sized amplatzer amulet left atrial appendage occluder was implanted in approximately 2020. About 2 years later in 2022, the patient presented to the emergency department with symptoms of a stroke. The patient's electrocardiogram (ECG) was sinus rhythm. A transesophageal echocardiogram (tee) revealed a thrombus on the implanted device. The patient was admitted and prescribed novel oral anticoagulants (noac). After about 10 days of noacs, the thrombus was reduced but still evident. The patient is planned to be discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The date of event was estimated to be in 2022. The date of implant was estimated to be in 2020 as the device was implanted two years prior to event.

Manufacturer narrative:
An event of stoke two years after an amulet device was implanted and thrombus being found on the device was reported. One video was received from the field which appeared to show thrombus on the occluder. Information from the field indicated that patient was put on oral anticoagulants and the thrombus decreased in size. It was also indicated that the patient was not on anticoagulants at the time of the stroke, which could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient was not on anti-coagulant therapy following the implant of the amplatzer amulet left atrial appendage occluder. The patient's past medical history included thrombophilia. The patient's international normalized ratio (inr) was unknown. The patient was discharged following anticoagulant treatment for the thrombus that was observed on the device.